Event description:
It is reported that the device was implanted in 2006. Post-op the patient presented with pain. X-rays taken in 2007, surgeon observed that the tibial plate had fractured. Surgeon reports that the patient will be revised.

Manufacturer narrative:
It is reported that the mis tibial plate fractured on the medial posterior area as seen on the x-ray taken 1 year 9 months post-op. No product returned with per for evaluation. X-ray dated 2007, shows evidence of tibia fracture on medial side and the fragment is floating in the joint. The patient is a male with large build. The cause of the problem could not be definitely determined as the part is not available for review. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.